Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The boston scientific representative provided one month after implant the patient pulled the icm device out. Subsequently, the patient was implanted with a new icm device to continue monitoring. The icm device is expected to be returned but has not been received at this time. There were no additional adverse patient effects reported.

Manufacturer narrative:
This insertable cardiac monitor (icm) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Analysis of the returned product is not able to provide relevant information for the allegation. However, dehiscence is a known inherent risk associated with this implantable device.

Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The boston scientific representative provided one month after implant the patient pulled the icm device out. Subsequently, the patient was implanted with a new icm device to continue monitoring. The icm device is expected to be returned but has not been received at this time. There were no additional adverse patient effects reported.device has subsequently been returned and analysis performed.